Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while performing training, the gfi on the imaging system would not trip. There was no patient present when this issue was identified. No additional information was provided.